Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model ar40e, was removed from the patient's left eye during implantation. Customer provided that when inserting the lens, it was noticed that the haptic broke off and the iol fell behind the patient¿s eye. There was no patient injury reported. Patient was reportedly doing fine post operatively and was referred to a retina specialist. Patient has not been back to have another lens implanted. No further information is available.